Manufacturer narrative:
Block b3: exact date unknown, event occurred november 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7078606, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief. Program optimization was attempted multiple times and was not successful. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were discarded by the medical facility.